Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel disfunction. It was reported that they were having a discomfort at their lower back. Patient stated that they had the stimulator put in 2 years ago and it didn't seem to be working at all, and they've been having discomfort, not pain, because the device was put in not deep at all. Patient also stated that they have lower back pain, where it feels like the muscles are all really tight. Patient stated that sometimes they can't bend over to wipe themselves. Patient mentioned that it had been progressing and getting worse. The muscle tension is going to their sciatica; it started where their implant is and goes across from the right and going up to their back. Patient confirmed having one fall, but they have been experiencing the discomfort prior to that. Patient also mentioned that they're never comfortable from the day they got it and thinks it's due to the placement. Patient noted that it's making their body stiff, and unable to move, affecting their quality of life, if they are sitting down and tried to stand up their legs feel tight. Patient also added that they have been sleeping and sitting in odd positions. No troubleshooting was made because the communicator needs to be charged. Agent documented reported events and redirected to the healthcare provider (hcp) to further address the issue. Patient mentioned that they have a teleconsult with their hcp later today.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that cause of the device not being placed deep/placement issue was determined. They reported what likely cause or contributed to the issue was unclear-the stimulator was non-appropriately placed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.